Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center/supplier and evaluated. It was reported that the connector was defective. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: footswitch connector loose, hi pot fail, 5 pin socket corroded by fluid, the psu board and connector were replaced, socket connection between the ID and rf boards were secured with silicone sealant, and the plug for connecting handpiece was renewed to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an arthroscopy procedure on an unknown date, it was observed that the generator device had a defective connector to the pedal and handpiece. During in-house engineering evaluation, it was determined that the connector pin was broken and the 5-pin socket was corroded on the device. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.